Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('chronic salpingitis'), pelvic pain ('pelvic pain/other pain') and angioedema ('angioedema') in an adult female patient who had essure (batch no. 626152) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii and parity 2. Concomitant products included cetirizine hydrochloride (zyrtec) since 2014, cromoglicate sodium (cromolyn sodium) since 2015, diphenhydramine, medroxyprogesterone acetate (depo provera) since 1999 to (B)(6)2008, ranitidine since 2014, rizatriptan benzoate (maxalt) and topiramate from 2014 to 2017. On (B)(6)2007, the patient had essure inserted. In 2009, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2012, the patient experienced asthma ("asthma"). In 2012, the patient experienced angioedema (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), allergy to metals ("nickel allergy"), fatigue ("fatigue"), gluten sensitivity ("gastrointestinal or digestive system condition type: gluten intolerance") and lactose intolerance ("gastrointestinal or digestive system condition type: lactose intolerance") and was found to have weight increased ("weight gain"). In 2013, the patient experienced migraine ("migraine") and headache ("headaches"). In 2014, the patient experienced alopecia ("hair loss"). In 2015, the patient experienced pollakiuria ("bladder or urinary problems or changes"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), back pain ("back pain"), dermatitis allergic ("allergy : rash/skin condition"), urticaria ("urticaria"), psychological trauma ("psych injury") and food intolerance ("gastrointestinal or digestive system condition type: food intolerance") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (on (B)(6)2015, hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2015. At the time of the report, the salpingitis, pelvic pain, genital haemorrhage, abdominal pain, back pain, dysmenorrhoea, urticaria, psychological trauma, headache, hormone level abnormal, weight increased, alopecia, tooth disorder, vaginal haemorrhage, menorrhagia, asthma, food intolerance, gluten sensitivity and lactose intolerance outcome was unknown and the angioedema, dyspareunia, dermatitis allergic, migraine, pollakiuria, allergy to metals and fatigue was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, angioedema, asthma, back pain, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, food intolerance, genital haemorrhage, gluten sensitivity, headache, hormone level abnormal, lactose intolerance, menorrhagia, migraine, pelvic pain, pollakiuria, psychological trauma, salpingitis, tooth disorder, urticaria, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), general abnormal bleeding, migraine, headaches, hormonal changes, weight gain, hair loss and dental problems. Removal date as per previous fu: (B)(6)2015. Current weight as of 19-sep-2019: 208 lbs. Approximate weight at the time of essure placement 190 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 86.18 kgs. Hysterosalpingogram - on (B)(6)2008: result- total bilateral occlusion. Imaging procedure - on (B)(6)2008: essure confirmation test (unspecified) was conducted, however, no results were provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-feb-2020: medical records received: event: chronic salpingitis added. Reporter, patient demographic added. Seriousness criteria (medically significant) of event genital hemorrhage was removed. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/other pain'), genital haemorrhage ('general abnormal bleeding') and angioedema ('angioedema') in an adult female patient who had essure (batch no. 626152) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included cetirizine hydrochloride (zyrtec) since 2014, cromoglicate sodium (cromolyn sodium) since 2015, diphenhydramine, medroxyprogesterone acetate (depo provera) since 1999 to (B)(6) 2008, ranitidine since 2014, rizatriptan benzoate (maxalt) and topiramate from 2014 to 2017. On (B)(6) 2007, the patient had essure inserted. In 2009, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2012, the patient experienced asthma ("asthma"). In 2012, the patient experienced angioedema (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), allergy to metals ("nickel allergy"), fatigue ("fatigue"), gluten sensitivity ("gastrointestinal or digestive system condition type: gluten intolerance") and lactose intolerance ("gastrointestinal or digestive system condition type: lactose intolerance") and was found to have weight increased ("weight gain"). In 2013, the patient experienced migraine ("migraine") and headache ("headaches"). In 2014, the patient experienced alopecia ("hair loss"). In 2015, the patient experienced pollakiuria ("bladder or urinary problems or changes"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain"), dermatitis allergic ("allergy : rash/skin condition"), urticaria ("urticaria"), psychological trauma ("psych injury") and food intolerance ("gastrointestinal or digestive system condition type: food intolerance") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (on (B)(6) 2015, hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain, dysmenorrhoea, urticaria, psychological trauma, headache, hormone level abnormal, weight increased, alopecia, tooth disorder, vaginal haemorrhage, menorrhagia, asthma, food intolerance, gluten sensitivity and lactose intolerance outcome was unknown and the angioedema, dyspareunia, dermatitis allergic, migraine, pollakiuria, allergy to metals and fatigue was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, angioedema, asthma, back pain, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, food intolerance, genital haemorrhage, gluten sensitivity, headache, hormone level abnormal, lactose intolerance, menorrhagia, migraine, pelvic pain, pollakiuria, psychological trauma, tooth disorder, urticaria, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), general abnormal bleeding, migraine, headaches, hormonal changes, weight gain, hair loss and dental problems.removal date as per previous fu: 01-jan-2015.current weight as of 19-sep-2019: 208 lbsapproximate weight at the time of essure placement 190 lbs diagnostic results (normal ranges are provided in parenthesis if available):body weight was reported to be 86.18 kgs.hysterosalpingogram - on 10-apr-2008: result- total bilateral occlusion..imaging procedure - on 01-jan-2008: essure confirmation test (unspecified) was conducted, however, no results were provided. Quality-safety evaluation of ptc:unable to confirm complaint most recent follow-up information incorporated above includes:on 19-sep-2019: plaintiff fact sheet received. Events: abnormal bleeding(vaginal, menorrhagia), asthma, bladder or urinary problems or changes: urinary frequency, nickel allergy, fatigue, food intolerance, gluten intolerance, lactose intolerance were added. Event outcome was updated for the events: angioedema, allergic rash, nickel allergy , bladder or urinary problems or changes: urinary frequency, migraine, dyspareunia, fatigue. Lot number was added. Lab data, concomitant drugs and reporter's information was added.incidentwe received a lot number. A technicalinvestigation will be conducted, including a batch review, and a reviewof complaint records and other non-conformances data; should anynew and reportable information become available as a result, this willbe provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/other pain'), genital haemorrhage ('general abnormal bleeding') and angioedema ('angioedema') in an adult female patient who had essure (batch no. 626152) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included cetirizine hydrochloride (zyrtec) since 2014, cromoglicate sodium (cromolyn sodium) since 2015, diphenhydramine, medroxyprogesterone acetate (depo provera) since 1999 to april 2008, ranitidine since 2014, rizatriptan benzoate (maxalt) and topiramate from 2014 to 2017. On (B)(6) 2007, the patient had essure inserted. In 2009, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2012, the patient experienced asthma ("asthma"). In 2012, the patient experienced angioedema (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), allergy to metals ("nickel allergy"), fatigue ("fatigue"), gluten sensitivity ("gastrointestinal or digestive system condition type: gluten intolerance") and lactose intolerance ("gastrointestinal or digestive system condition type: lactose intolerance") and was found to have weight increased ("weight gain"). In 2013, the patient experienced migraine ("migraine") and headache ("headaches"). In 2014, the patient experienced alopecia ("hair loss"). In 2015, the patient experienced pollakiuria ("bladder or urinary problems or changes"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain"), dermatitis allergic ("allergy : rash/skin condition"), urticaria ("urticaria"), psychological trauma ("psych injury") and food intolerance ("gastrointestinal or digestive system condition type: food intolerance") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (on (B)(6) 2015, hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain, dysmenorrhoea, urticaria, psychological trauma, headache, hormone level abnormal, weight increased, alopecia, tooth disorder, vaginal haemorrhage, menorrhagia, asthma, food intolerance, gluten sensitivity and lactose intolerance outcome was unknown and the angioedema, dyspareunia, dermatitis allergic, migraine, pollakiuria, allergy to metals and fatigue was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, angioedema, asthma, back pain, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, food intolerance, genital haemorrhage, gluten sensitivity, headache, hormone level abnormal, lactose intolerance, menorrhagia, migraine, pelvic pain, pollakiuria, psychological trauma, tooth disorder, urticaria, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), general abnormal bleeding, migraine, headaches, hormonal changes, weight gain, hair loss and dental problems. Removal date as per previous fu: (B)(6) 2015. Current weight as of (B)(6) 2019: 208 lbs. Approximate weight at the time of essure placement 190 lbs . Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 86.18 kgs. Hysterosalpingogram - on (B)(6) 2008: result- total bilateral occlusion.. Imaging procedure - on (B)(6) 2008: essure confirmation test (unspecified) was conducted, however, no results were provided. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 15-oct-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/other pain'), genital haemorrhage ('general abnormal bleeding') and angioedema ('angioedema') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), angioedema (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dermatitis allergic ("allergy : rash/skin condition"), urticaria ("urticaria"), psychological trauma ("psych injury"), migraine ("migraine"), headache ("headaches"), alopecia ("hair loss") and tooth disorder ("dental problems") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, angioedema, abdominal pain, back pain, dysmenorrhoea, dyspareunia, dermatitis allergic, urticaria, psychological trauma, migraine, headache, hormone level abnormal, weight increased, alopecia and tooth disorder outcome was unknown. The reporter considered abdominal pain, alopecia, angioedema, back pain, dermatitis allergic, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, hormone level abnormal, migraine, pelvic pain, psychological trauma, tooth disorder, urticaria and weight increased to be related to essure. The reporter commented: she received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), general abnormal bleeding, migraine, headaches, hormonal changes, weight gain, hair loss and dental problems. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2008: essure confirmation test (unspecified) was conducted, however, no results were provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received : case became incident. Previously reported ¿injury¿ was updated to pelvic pain. Events- general abnormal bleeding, abdominal pain, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), back pain, allergic rash, urticaria, angioedema, psych injury, migraine, headaches, hormonal changes, weight gain, hair loss and dental problems were added. Product indication and essure implant date updated. Essure explant date added. Lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.